Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured in a form of a pinhole at 8atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured in a form of a pinhole at 8atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The hypotube shaft profile showed no issues or damages. The balloon was returned in a deflated state. Microscopic examination of the balloon identified a 1mm tear/pinhole just proximal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The shaft polymer extrusion showed no kinks or damages noted. The bumper tip was kinked. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A 1mm tear just proximal from the proximal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.